Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided however they were not sent for further review as the patient has been revised multiple times and the x-rays are not dated to be correlated to the correct complaint. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products : item#: 00599401492; femoral component; lot#: 64383462. Item#: 110035368; biomet bc r 1x40 us; lot#: 944aaa2507. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01695.

Event description:
It was reported the patient underwent a knee procedure 14 years ago with unknown knee products. Subsequently, the patient claims to have had 7-8 surgeries due to infections with the most recent one performed 6.5 months ago. Patient stated she was informed by her doctor at that time she was implanted with a spacer knee implant. Patient states she now only has 30 degree extension in her knee.